Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported against the right side device "wishes to remove the prostheses because of the incidence of cancer" and "fibrous capsule with synovial metaplasia and unspecific chronic inflammatory process." Later, physician reported "capsular contracture, baker grade iii" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety - product/ procedure : unable to observe as it is a medical event that is not related to the device. Inflammation/ irritation : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported against the right side device "wishes to remove the prostheses because of the incidence of cancer" and "fibrous capsule with synovial metaplasia and unspecific chronic inflammatory process." Later, physician reported "capsular contracture, baker grade iii" confirmed via MRI. Device has been explanted.